Manufacturer narrative:
P-cap locked in place properly during testing. Device received with cracked case(battery tube) and cracked battery tube threads. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported that their insulin pump had a flashing display and was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer reported a crack on the battery compartment. The customer reported the screen kept flashing and asked to update time and date. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.